Manufacturer narrative:
A visual examination of the returned device found that the jaws and needle were detached and one of the clevis arms was bent. The detached components were not returned for evaluation. No riveting was present on the device. No abnormalities were noted to the device welding which was within specification. Functionally, the returned unit was not tested due to the return condition. External analysis of the clevis found no material anomalies, and the bend was attributed to an overload. The condition of the returned incident device was consistent with the complaint; jaw and needle detachment. The evaluation attributed this failure to improper riveting. Therefore, the most probable root cause is manufacturing. An investigation was performed to address this issue and a correction has been implemented. The reported lot was manufactured prior to implementation of this correction. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle and both cups fell off the end of the catheter and into the patient while opening the forceps. The pieces were retrieved the pieces with another radial jaw 4 single use biopsy forceps large capacity device and the procedure was completed with that second device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps needle and both cups fell off the end of the catheter and into the patient while opening the forceps. The pieces were retrieved the pieces with another radial jaw 4 single use biopsy forceps large capacity device and the procedure was completed with that second device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.